Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for malignant pain. The pump contained fentanyl at an unknown concentration and dose. It was reported the patient had the spinal portion of her catheter replaced. The hcp did not know what the problem was, there just wasn't drug coming out of the catheter or dye when they did the study. The patient was doing better since the catheter portion was replaced. The hcp didn't want the catheter to be analyzed. Before the replacement, the patient was not getting pain relief while she continued to increase her dose which led the doctor to know there was an issue with the catheter. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient clarified that the ¿line had failed¿ and that going through the surgeries was an absolute nightmare.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.